Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, the returned meter and in-house contour® next test strips from lot # 3mheg02a were used for in-house testing, using blood spiked with glucose at 133 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.